Event description:
Complainant alleged that during a patient resuscitation, the autopulse platform displayed user advisories (uas) 45 (not at "home" position after power-on/restart) and 21 (position change does not coincide with motor direction) messages. Customer indicated that the cardiac arrest occurred at the patient's significant other's place of residence. The patient had gone upstairs to sleep for approximately 45 minutes to an hour, when his significant other heard an odd noise. She went upstairs to investigate and found the patient unresponsive. Subsequently she called 911. It is unclear if the noise she heard was an agonal breath at the time of the arrest or something else. It is believed that the patient was down for approximately 11 minutes before ems arrived. The patient's significant other did not perform manual CPR, however, law enforcement arrived 3 minutes prior to ems and began manual CPR (length of time is unknown). Law enforcement applied an AED and no shock was advised. Therefore they continued manual CPR (length of time is unknown). Ems applied an EKG and it showed that the patient was in an asystolic condition. The autopulse was placed under the patient and the lifeband was pulled to full extension. However, when the unit was turned on to begin compressions, the lifeband retracted and then the unit displayed a user advisory (ua) 21 message. The crew pulled the lifeband to full extension and pressed the green power button, however the user advisory continued to persist. The crew again pulled the lifeband to extension, turned the unit off/on and attempted to restart the device, however the outcome was the same. There was approximately 20-30 seconds without any compressions. The crew therefore, discontinued use of the autopulse and reverted to manual CPR (exact length of time not provided), until 20:20 when the patient was pronounced dead. The patient was pronounced on scene by paramedic (andrew binder), while obtaining approval from medical direction via phone. Rosc (return of spontaneous circulation) was never achieved. The hospital would have been 6-8 minutes in transport time. However, given the patient's size and position in the house, combined with snowy conditions, it was determined that it was in the patient's best interest to continue care on scene. Removal of the patient from the residence would have taken between 15 & 20 minutes. There were three paramedics, an aemt, an emt-I and two police officers all providing care. Patient was administered 3 doses of 1mg epi 1:10,000 as per acls (advanced cardiac life support) standard. The cause of death is presumed to be cardiac arrest. Exact date of death is (B)(6) 2014 at 20:20. An autopsy was performed, however results have not been obtained. Customer does not believe that the patient's death was attributed to the autopulse stoppage. No further details were provided.

Manufacturer narrative:
Customer indicated that the user advisory (45) was observed later back at the office and was unable to be cleared. Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the top cover, encoder cover, and the head restraint brackets were cracked. In addition, it was observed that the load plate cover was torn and the battery bay compartment was damaged. The physical damages found during visual inspection are not related to the reported complaint that the platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) and user advisory 21 (position change does not coincide with motor direction) messages. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 4/2006). A review of the archive was performed and the reported complaint that the platform displayed ua45 and ua21 messages was confirmed. The archive data shows that multiple ua45 and ua21 faults occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue that the platform displayed ua45 and ua21 faults could not be reproduced. It was observed that the encoder was at the "home" position upon receipt of the platform, therefore the errors were most likely cleared in the field before returning the platform to the manufacturer for analysis. A root cause for the ua45 was that the lifeband straps were not pulled completely out prior to turning the platform on. A root cause for the ua21 could not be determined. Furthermore, the load cell characterization testing was performed and it indicated that both load cells were functioning properly. Based on the investigation, the parts identified for replacement were the top cover, both patient head restraint brackets, encoder cover, load plate cover and the battery bay compartment. In summary, the reported complaint that the platform displayed ua45 and ua21 faults was confirmed based on the archive review however, these could not be reproduced during functional testing. The physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of the damaged parts, the platform passed all testing criteria. Rosc (return of spontaneous circulation) was never achieved. The cause of death is presumed to be cardiac arrest. Customer does not believe that the patient's death was attributed to the autopulse stoppage.